Event description:
Bronchio-thermoplasty with alair catheter giving flashing light on machine. Rep recommended plug be cleaned with alcohol and allow to air dry. This process worked for 20 more activations and the problem occurred again - 182 complete activations and 53 incomplete.